Event description:
During service of the unit a stop cycle condition with all leds on and constant single tone alarm was found. Reseated integrated circuit u24 on the logic board to correct the failure mode.